Manufacturer narrative:
Date rec¿d by MFR:26apr2019. The customer confirmed the reported oxygen accuracy issue. The customer retested the ventilator with revision k of the service manual and the unit passed the test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 18jul2019, date of report : 25jul2019. During further investigation, failure analysis of the returned gas delivery system revealed that it failed the airflow testing, failed the oxygen flow testing, and failed the oxygen concentration testing due to a failing u1/u2 of airflow sensor. The determination could be made that the device failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was failing the oxygen accuracy test (pvt test 7) at the 100% set point. There was no patient involvement. Event date not specified: estimate used.